Event description:
The patient had their vns explanted due to unknown reasons and the generator and lead were returned and underwent product analysis. There were no performance, or any other type of adverse conditions found with the pulse generator. But while reviewing the data dump it was revealed that high impedance was seen on (B)(6) 2020. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This report was due on november 29, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.